Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing found a defective downstream occlusion sensor. The downstream occlusion sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the accuracy test failed. The event occurred during testing. The device evaluation found an issue with the downstream occlusion sensor.